Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips malformed during the first firing sequence. Double up on clips also occurred during subsequent firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.